Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that "something similar happened during last admission"-the y-site popped loose.

Manufacturer narrative:
Changed from reportable malfunction to a serious injury due to new information received. The customer's complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the set was broken and disconnected, also noted the central line was cracked where it connected to the y-connector, which caused an unspecified effect to the patient. The child's mother noted something similar happened during the last admission. The event occurred on the general medicine/transplant unit. Although requested, there was no further information provided by the customer.